Event description:
In preparation of an esophagogastroduodenoscopy (egd), a cook 6 shooter saeed multi-band ligator was loaded onto the endoscope. The loading catheter snapped off at the tip of the firing mechanism. This occurred with two (2) devices during the same procedure. See mdrs 1037905-2012-00332 and 1037905-2012-00333. Both devices were set aside and a third 6 shooter saeed multi-band ligator was used to finish the procedure without difficulty. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation. The two devices associated with the procedure that were returned for evaluation were not labeled individually to indicate which device was associated with each lot number involved. The evaluation below corresponds to both devices. See MDR's 1037905-2012-00332 and 1037905-2012-00333. Our laboratory evaluation of the devices said to be involved confirmed the report. Two catheters, each with one blue hook attached, one handle, and 1 barrel with 6 bands attached were returned. The detached blue hook from the loading catheter were not included in the return. The inner diameter of the loading catheter, the length of the loading catheters, and the length of the loading catheter's stylet wires were measured and verified to be within the appropriate mfg specifications. Kinks were observed in one of the loading catheters and both of the loading catheter's stylet wires. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.